Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-feb-2026, a sales representative reported via email that three ar-8991 fibertak dx suture anchors did not maintain tension throughout the range of motion. The issue was identified during a procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on 12-feb-2026: this occurred during a lateral epicondylitis (tennis elbow) procedure. After experiencing three malfunctions, they converted to a different knotted anchor and successfully completed the case using an ar-8990st-2 fibertak dx suture anchor, double-loaded. The procedure was delayed by approximately ten minutes, and no additional anesthesia was administered.